Event description:
A non-healthcare professional reported that a side cut not proper resulting in an incomplete flap in the right eye of a patient and surgeon used scissors to complete the side cut at small part to lift the flap during cataract surgery. There was no patient harm. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. The system was found to functionally exhibit no problems related to the reported event. Therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #(B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #(B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that a side cut not proper resulting in an incomplete flap in the right eye of a patient and surgeon used scissors to complete the side cut at small part to lift the flap during cataract surgery. There was no patient harm. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.